Event description:
Related manufacturer reference number: 2938836-2019-13463, 2938836-2019-13527. It was reported that when patient presented to ER device was unable to be interrogated with remote merlin transmission however the device was not able to be read. Multiple unsuccessful attempts were made to interrogate with merlin programmer. It was recommended to remove electrodes from patient and to attempt to read the device with remote transmitter however it was not successful. Attempt to enter password to rewrite the device was also unsuccessful. Patient reported received shock and it was not able to be determined if shock was appropriate or not. Device replacement was recommended. Device is on advisory however no allegation from physician for malfunction of device. Prior to procedure, x-ray revealed dislodged of the ra lead. Both device and ra lead was explanted and replaced, and patient was stable post procedure.

Manufacturer narrative:
The reported event of interrogation failure was confirmed in the laboratory. The loss of communication between the device and programmer was found to be due to premature battery depletion. Premature battery depletion was confirmed by analysis. No sources of high current were noted. The cause of the premature battery depletion was consistent with li cluster formation. From these analyses, in the absence of high current draw, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. Li clusters are a known depletion mechanism for these advisory products that has been investigated and associated with a field action in october 2016. The reported event of inappropriate shocks was not confirmed. The device was tested on bench and no anomalies were found. The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.